Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant's experience of balloon leakage. Upon closer inspection, the distal glue line was separated from the cannula and fragmented. Based on the condition of the returned unit, the balloon leakage was due to distal glue separation, likely caused by a weak bond to the cannula. However, the exact root cause of distal glue fragmentation is unknown. Based upon the initial description of the event, the event of balloon leakage is not reportable as it is unlikely to cause or contribute to death or serious injury. However, based on the evaluation of the returned unit, applied medical has determined that this event is reportable due to the glue line fragmentation.

Event description:
Procedure performed: cholecystectomy. Procedure performed: [translation]: balloon does not inflate. We took a new trocar. Beginning of intervention no clinical consequences additional information received by email from applied medical representative on (B)(6) 2021: name of procedure being performed: cholecystectomy. Date of incident: (B)(6) 2021. The balloon malfunction was noticed before use. There was no damage to the balloon or the balloon inflation port. This was not a robotic case. Metal retractors were used. No sharp instrument come into contact with the balloon. Intervention: change of device. Patient status: no clinical consequences.

Manufacturer narrative:
The event device has been returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: cholecystectomy. Procedure performed: [translation]: balloon does not inflate. We took a new trocar. Beginning of intervention, no clinical consequences. Additional information received by email from applied medical representative on 2-dec-2021: name of procedure being performed: cholecystectomy. Date of incident: (B)(6) 2021. The balloon malfunction was noticed before use. There was no damage to the balloon or the balloon inflation port. This was not a robotic case. Metal retractors were used. No sharp instrument come into contact with the balloon. Type of intervention: change of device. Patient status: no clinical consequences.

Manufacturer narrative:
The event device has been returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: cholecystectomy. Procedure performed: [translation]: balloon does not inflate. We took a new trocar. Beginning of intervention, no clinical consequences. Additional information received by email from applied medical representative on 2-dec-21: name of procedure being performed: cholecystectomy. Date of incident: (B)(6) 2021. The balloon malfunction was noticed before use. There was no damage to the balloon or the balloon inflation port. This was not a robotic case. Metal retractors were used. No sharp instrument come into contact with the balloon. Type of intervention: change of device. Patient status: no clinical consequences.